Event description:
This ra lead was implanted on (B)(6) 2005 and remains implanted at this time. A call to technical services on (B)(6) 2013 states that device was interrogated due to ra lead not capturing. Ra lead was undersensing atrial fibrillation and pacing into atrial fibrillation. They tried adjusting ra sensitivity down to 0.15mv (most sensitive setting) and still couldn't sense the atrial fibrillation because atrial fibrillation was too fine, so they changed device mode to vvi. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).